Event description:
During a cardiomems implant procedure. The cardiomems sensor was successfully deployed and the delivery catheter removed from the patient. The swan catheter was inserted and as the physician attempted to remove the guidewire she felt resistance. There was no noticeable bend in the wire. The swan was flushed and the physician pulled back on the guidewire again and felt that it broke as it released. Approximately 8mm of the distal top of the guidewire remained in the patient. There was no additional intervention and no adverse consequence to the patient. It was noted by the physician that the patient had difficult anatomy.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.